Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, the right ventricular lead had dislodged and perforated the right ventricular apex. Declined sensing amplitude, increased pacing lead impedance, and loss of capture were also noted. Therapies were disabled and the patient was admitted to hospital for repositioning. A computed tomography scan showed the tip of the lead penetrating beyond the confines of the right ventricular apex. The lead was explanted and replaced. The patient was in stable condition before, during and after the procedure.